Event description:
Procedure: hernia repair (tepp). Reportedly, the balloon pulled away and separated from the cannula while inside the cavity. The balloon was removed without difficulty. No pt injury reported.